Manufacturer narrative:
G4:15feb2021. B4:17feb2021. The customer reported they replaced the cpu however the problem remained. The remote service engineer advised to replace the speaker and provided the part number. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The removed central processing unit (cpu) was returned to the failure investigation (fi)laboratory. A visual inspection of the cpu revealed no anomalies. The fi technician installed the cpu assembly into a known good test ventilator to attempt to duplicate the reported issue. The returned cpu passed all testing and ran without errors for the extended cycle test. The customer complaint could not be verified. The root cause analysis of the power management printed circuit board (pm pcb) cannot be determined and is pending receipt by philips failure investigations.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported an alarm they were unable to reset. The error log confirmed it as a primary alarm failure. There was no patient involvement. The customer has powered the unit on and off numerous times. The remote service engineer (rse) advised to remove the motor controller board and pressure control board and inspect the contacts that mate into the cpu looking for any oxidation or corrosion, and clean as needed. Advised to ohm the primary speakers and replace if above 9.8 ohms. The customer stated that he checked both speakers and the speakers are okay. The rse advised the customer to replace the cpu and provided the part number.